Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level was over 600 mg/dl, with high ketones which were identified as dangerous by a health care provider. Reportedly the customer was treated with intravenous fluids during a hospital stay that was not related to the pump or diabetes management. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.